Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and although the se did confirm the customer reported issue, the se was not able to duplicate the malfunction as the ventilator passed extended self tests (est) and short self tests (sst).

Event description:
Report received that the ventilator was inoperable. The ventilator was not on a patient at the time of the event.